Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, a black piece is observed within the syringe. Based on the visual characteristics, the piece appears consistent with a cutout of the stopper. A device history review was performed for the reported lot 2407080, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. The stopper is provided by an external supplier. Incoming inspections are performed according to procedure, including verification the stoppers are complete and not deformed. The quality certificate was reviewed for the stopper batches used with syringes from lot 2407080, no issues were identified. Retained samples of the reported lot were used for additional evaluation. All stoppers were inspected and no damage or other defects were observed on any of the devices. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on the photo evaluation, it is possible this incident is related to an issue during the stopper manufacturing. Without the physical sample to evaluate, we cannot verify the specific composition of the black particle, therefore, a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
A 'flap' of plastic was hanging off the bung of the plunger within the barrel of the syringe, it was noticed when drug was being pulled up into the device. Syringe was being used for infusion dose preparation therefore the drug had to be discarded and a new syringe used.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.